Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin was squirting out during a manual prime. The customer stated they were disconnected from the insulin pump during the prime. Customer's blood glucose was 170 mg/dl. The customer stated the insulin pump's piston continued to move forward after the reservoir made contact and insulin began to squirt out. It was also found numbers did not appear on the insulin pump's screen and no beeps were heard. The insulin pump will be returned and replaced.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a loose and protruded drive support disk. The functional testing could not be completed due to the alarms. The insulin pump was received with a cracked case at the display window corners, cracked display window, cracked belt clip slot, cracked battery tube threads and minor scratches on the display window.